Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's last blood glucose was 130 mg/dl. Caller stated that the customer had symptoms of high blood glucose such as a headache, stomachaches, and feeling nauseous and tired. Customer treated with syringes. Caller found air bubbles visible in the tubing. Caller stated that the insulin did exit after reinserting the reservoir and running a manual prime. Customer just went to the doctor and they changed all of the settings this morning. Caller mentioned that the customer had blood glucose over 600 mg/dl and was treated with a syringe. Caller stated that the customer had crimped tubing. Caller stated that the cannula was not occluded. Customer was advised to do a complete set change. Customer also had a motor error alarm. Customer was able to rewind the pump. Caller stated that the pump passed the self test. Caller was advised to monitor the pump.